Event description:
Reference number (B)(4). Event occured in the united kingdom. It was reported that, the patient faced four infusion set's cannula leakage event on (B)(6) 2025. Event occured within three or more hours after insertion. Infusion set was inserted in abdomen. Patient replaced infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 4 of 4.